Event description:
The device was placed. During the first 24 hrs the pt was seen pulling on the tube. The physician was notified and restraints were placed on the pt's arms. Feedings were started after 24 hrs post placement. The pt developed peritonitis, and was taken to surgery for debridement. A j-tube was placed during surgery and i.v. Antibiotics were administered. One pt involved.